Manufacturer narrative:
Additional information b5. Medtronic received additional information that no medication was added to the prime. The heparin dose was calculated by the anesthesiologist and they monitored h/h (heparin) by using the activated clotting time (act) device. The values were maintained above 600s during the cardiopulmonary bypass (cbp). The cpb temperatures were 34°c during ischemia. They returned to the normal temperature of 37°c. As shown in the blood gas analysis, the failure occurred during warming. Correction d1.(brand name), d4.(model#), d4.1(catalog#) and g4.4 (PMA / 510(k)#): these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the affinity nt oxygenator showed a failure during heating, as it was not performing gas exchanges properly, with oxygenation remaining at 80% during heating.this problem occurred at the end of the surgery and did not result in changing the oxygenator. No patient complications have been reported as a result of this event.